Event description:
It was reported that the device was presenting with consistent beeping and will not completely finish a syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Pump event history log was unable to be accessed due to power up problem. Reported problem was unable to be duplicated during power-up test because pump will not power on. The root cause of the reported issue was found to be the whole pump being contaminated with fluid. Actions were taken to mitigate the reported issue: pump will be sent back to customer due to beyond economically repair. UDI information is unknown.